Event description:
The customer reported vacuum under limits error and one elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff and repeated within the risk stratification range, for one pt involving access 2 immunoassay system. The customer stated vacuum errors were intermittent and tested approximately four days. The elevated result was not released out of the laboratory. A reflex result was released. There was no report of pt injury change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008 and discovered while enough vacuum was produced, the system was unable to properly hold vacuum. The fse cleaned the vacuum jar and checked all things. The fse isolated the issue to the peristaltic pump and replaced the pump. The fse completed repair verification per established procedures. All system test results conformed to the manufacturer's published performance specifications. The customer contacted beckman coulter customer technical support (cts) on (B)(6) 2008 to report a failing system check. The system check was reported to be failing due to wash and unwashed relative light units (rlu) means and percent coefficient of variation (cvs) being elevated out of specifications. Beckman coulter advised the customer to verify tubing from the wash buffer reservoir was not kinked and to inspect the aspirate and dispense probe tubing. Cts suggested the customer to replace the aspirate probes. The customer stated a passing system check was obtained on (B)(6) 2008 after changing the aspirate probes. The plasma sample was collected in a lithium heparin tube. Three levels of quality control (qc) were tested on (B)(6) 2008. All three levels resulted within the customer's established second range. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events.